Event description:
It was reported to boston scientific corporation that a rapid exchange stent system was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct (ductus choledochus) of a pt with pancreatic neoplasia. After deployment was 30% complete, the system got stuck. Force was applied to deploy the stent which resulted in the system breaking in two pieces. The stent was deployed; however, a fragment of the delivery catheter remained in the pt. The pt was scheduled for a second procedure in 2009, at which time the stent and the fragment were removed from the pt. The procedure was completed with a new device (device and manufacture name are unk). The pt was reported to be in stable condition at the conclusion of the procedure.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.